Manufacturer narrative:
Sc-1110-02 (sn (B)(4)): device evaluation indicated that the device passed all tests performed and revealed no anomalies. Sc-8216-50 (sn (B)(4)): device evaluation indicated that the device passed all tests performed. Visual/x-ray inspections and impedance test were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that the patient was experiencing ringing in the ears when the device is activated. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Date of event: 2013. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing ringing in the ears when the device is activated. The patient underwent an explant procedure. No device malfunction was suspected.